Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting off. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was administered to address bg. The customer reverted to an alternate method insulin therapy.